Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-12528 and 1627487-2012-12529. It was reported the pt experienced stimulation coverage in the established pain pattern but did not receive desired pain relief. Reportedly the pt wanted the system explanted. Note the pt has two leads with the same lot number implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.